Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The fluidics were checked along with the rinse/wash station level. Gear pump pressure was also checked. The fse used controls to perform a comparison between 2 modules and the customer ran qc. All results were within the specified ranges. Calibration signals were slightly lower than expected. Qc was acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e801 module. The initial result was 150 pg/ml. This result was reported outside of the laboratory where the physician questioned the result and requested a new sample be drawn. The result from the 2nd sample was 2000 pg/ml and was more in line with the patient's typical vitamin b12 ii results. The original sample was repeated with a result of 2903 pg/ml. This result was reported outside of the laboratory as a corrected result. No adverse event occurred. The vitamin b12 ii reagent lot number was 37176001 with an expiration date of 31-jul-2020. The customer declined to provide any additional information.